Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis without a stent. Stent had been separated from delivery system. The balloon was reviewed and no damage was noted. The balloon was tightly folded and did not appear to have been subjected to positive pressure. Crimp markings were evident on the balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. Visual and tactile examination of the hypotube found no issues. Visual and tactile examination of shaft polymer extrusion found no issues. Visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50 x 16mm synergy ii drug-eluting stent was selected for use. However, the stent was detached outside the patient's body when the physician tried to insert the device into the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.